Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implantation there was difficulty removing the stylet from the lead. No damage occurred to the lead after removing the stylet. The patient was stable.